Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient went to see the school nurse because the blood glucose reading was 49 mg/dl. No other signs or symptoms of hypoglycemia were reported. Treatment is unknown. This incident does not meet animas' definition of an adverse event. At the same time, it was alleged that insulin delivery was inaccurate. The reporter was unwilling or unable to complete troubleshooting so the allegation could not be confirmed. This event is being reported because the allegation of inaccurate delivery could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: the black box showed a call service 064-0008 alarm on 21-dec-2017 at 09:52; insulin deliveries were never resumed after the alarm. The last bolus delivery was a 6.35 unit ezcarb normal on 21-dec-2017 at 07:05. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates and bolus deliveries. The pump was executed for 24-hours with 1 unit per hour basal program. Two boluses were delivered and correctly recorded in the history. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No errors, alarms, or warnings, or delivery interruptions, occurred during the testing. Investigation was unable to duplicate the complaint of inaccurate delivery. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.